Manufacturer narrative:
It was reported the patient had an unrelated procedure where the device was placed into surgery mode. Subsequently, the ipg could not communicate with external device. In turn, troubleshooting by an abbott representative was able to recover ipg and restore therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had an unrelated procedure where the device was placed into surgery mode. Subsequently, the ipg could not communicate with external device. In turn, troubleshooting by an abbott representative was able to recover ipg and restore therapy.